Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the led lighting failure may have been caused by the front panel led failure. Omsc determined that the reported event was caused by the front panel led failure. The exact cause of the led failure could not be conclusively determined, because the device has not been returned to omsc. However, the led failure is not an event at the time of delivery of the device and does not tend to occur frequently, so there is a possibility of accidental failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the flow rate indicator on the front panel was defective. There was no report of patient injury associated with the event. Olympus service operation repair center (sorc) then inspected the device and found that the segment displaying the digital numbers on the volume indicator was defective.